Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (sn (B)(6) failed functional testing and displayed "system error, out of service, revert to manual CPR" upon powering on. The root cause of the system error was a failed processor pca board. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on. The failed processor pca board was replaced to address the error message. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was found for the autopulse platform with serial number (B)(6). Ccr 32321 was reported on 29 august, 2017, and the issue was resolved by replacing the processor board (pca).

Event description:
During preventative maintenance, the autopulse platform (sn (B)(6) failed functional testing due to the "system error, out of service, revert to manual CPR" message displayed upon powering on. No patient involvement.